Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system would not fluoro during a case. No pt injury was reported.